Event description:
Shaver in the knee and the EKG tracing that went from normal signs to a super ventricular tacycardia. Dr. Was going to treat the pt with cardiac drugs but decided not to after all. They just changed shavers.